Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publ ications. Patient information is limited due to confidentiality concerns. Two case studies were presented where the patient developed ventricular fibrillation (vf) during the ablation procedure and required external defibrillation. Bidirectional cti block was conf irmed in both patients. The baseline gender/age characteristics is female/63 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Oral abstract: inadvertent ventricular fibrillation triggered by radiofrequency ablation at the cavo-tricuspid isthmus using a dual- energy lattice-tip catheter in patients with implantable cardioverter-defibrillator leads. Heart rhythm 2026 oral abstract presented on april 26, 2026 at hrs2026 and abstract was available after the presentation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding two cases of ventricular fibrillation (vf) during radiofrequency ablation (rfa) of the cavotricuspid isthmus (cti) using the lattice-tip catheter in proximity to implantable cardioverter-defibrillator (ICD) coil. Case 1 was a 68 year old female that during the second rf application near the annulus, vf was induced requiring external defibrillation. The rest of the line was complete with pulsed field ablation. Case 2 was a 58 year old female that during the first 2 rf applications at the annulus were uneventful, but the 3rd induced vf, requiring external defibrillation. Bidirectional cti block was confirmed in both patients. Neither patient demonstrated any evidence of st-segment elevation preceding or after vf, and both had uneventful recovery. Post-procedure device interrogation revealed normal implantable cardioverter defibrillator (ICD) function and lead parameters. The status of the device is unknown. No additional adverse patient effects were reported.